Event description:
A 94-year-old patient with many underlying comorbidities received hemodynamic support from an impella cp pump due to acute myocardial infarction/cardiogenic shock. Three days after insertion of the impella cp, the patient had recovered sufficiently that removal of the impella heart pump was attempted. When the impella was pulled from the left ventricle into the aorta, ventricular fibrillation occurred. The patient required cardiopulmonary resuscitation (CPR) followed by a high dose of catecholamines. The impella heart pump was able to be reinserted into the left ventricle, but the patient did not survive the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported ventricular fibrillation has been completed. The device nor sufficient clinical information was returned for evaluation. The relationship between the arrhythmia and death was not specified. Therefore, the root cause of the ventricular fibrillation could not be determined. The instructions for use states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ added: b2 selected death and required intervention to prevent permanent damage. H6-impact code 1802 h1-updated to death.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.